Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).

Manufacturer narrative:
The lens was exchanged for a shorter lens and upon implantation there was a residual vaulting. The surgeon enlarged pi and resolved the problem. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter. In the patient's left eye (os) on (B)(6) 2017. The lens had a high vault and due to concerns over angle closure, the lens was explanted on (B)(6) 2017. The patient experienced elevated intraocular pressure and narrowing of the angle. The lens was exchanged for a shorter lens and the problem was resolved. The patient's current condition was 20/20 ucva, with great intraocular pressure. The reporter stated the cause of the event was unknown.